Event description:
It was reported by the rep that the device was used during a colon resection. It was reported that the tl90 stapler was closed on tissue, fired and the stapler did not sufficiently form staples. The surgeon had to hand sew over the staple line. The contact person stated that only half the staple lined formed.